Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".

Event description:
It was reported that the foley catheter that was placed in the patient (B)(6) 2022 to solve the problem of urinary incontinence for comatose patient could not be pulled out when it was planned to be removed on (B)(6) 2022. It was stated that the bladder fluid could not be drained and the patient experienced urethral bleeding. No medical intervention was reported. As per the follow up information received via ibc on 02may2022, it was stated that the bladder fluid could not be drained in the event indicated that the liquid in the foley catheter balloon could not be drained out and it was difficult to drain the fluid from the balloon. The issue was occurred on (B)(6) 2022, the day that the foley catheter would be removed from the patient, but it was failed.